Event description:
It was reported that during a gastric bypass procedure, during stapling, the cutting line was incomplete. As a result, there was a lot of bleeding. They were able to stop the bleeding with no permanent damage for the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: articulation fins, release button, joint cover, cartridge. The analysis found that one ec60a device was returned with the anvil bent upwards and with one ecr60g cartridge reload present. The cartridge reload was received fully fired and with cartridge deck damaged. Furthermore the joint cover and the articulation fins were noted to be melted. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the device. The returned device was disassembled in order to verify the condition of internal components and the firing mechanism, closing, opening and release button mechanism were found damaged as if the heat that melted the articulation fins and joint cover was also transferred to the internal components making the device nonfunctional. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. No conclusion could be reached of what may have caused the components to be melted however, as part of our quality process; each device is visually inspected and functionally tested during manufacturing.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the staple line complete? During the third firing some of the staples didn¿t close properly. This problem caused an incomplete staple line and some bleeding. A golden reload was used. What caused the bleeding? The incomplete staple line. How was the bleeding controlled? The surgeon had to suture the incomplete part of the staple line to stop the bleeding. How much bleeding occurred? Unknown, not that much. The patient wasn¿t in any danger. Did the patient receive any blood products? No, not necessary.